Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was used normally for an end to end anastomosis during a laparoscopic low anterior resection. However, leakage occurred to the patient two weeks after the operation.